Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against left device. The device has been explanted.

Event description:
Healthcare professional reported, deflation against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, delamination diaphragm valve. And delamination in the plug strap. Leak test was performed, and found delamination in diaphragm valve. A microscopic analysis was performed, which delamination diaphragm valve and striated broken in the plug strap. Based on the device analysis, the final assessment is: delamination of the diaphragm valve assessed, as adhesive failure. A striated edge broken in the plug strap side assessed, as surgical damage.